Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that post paced t-wave oversensing was noted during a device check. Programming changes were made. There was no adverse health consequences to the patient. The patient will continue to be monitored.